Event description:
Purchased elevare plus led infrared device in (B)(6) 2018 for (B)(6) device is an FDA class ii cleared device and has a lifetime warranty. Product was used sporadically in the next 2 years then completely stopped working ( would not turn on, would not take a charge) in (B)(6) 2020. I would expect a product at this price point to be manufactured of high quality, durable components and not to stop working at 2 years of minimal use. I highly question the manufacturing quality of this product. Product was returned to the company, deemed defective and replaced under warranty, but was charged (B)(6) for shipping and handling which also seemed unreasonable. FDA safety report ID # (B)(4).